Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a site/set/cart (cartridge leak) issue. The reporter alleged that the cartridge plunger was difficult to pull back. It was also noted that air was found inside the cartridge during a site/set change. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.